Manufacturer narrative:
(B)(4). D10: medical product: oss poly tibial bushing: catalog#150476, lot#173200. Oss poly lock pin: catalog#150478, lot#470220. Oss rs axle: catalog#161035, lot#258450. Oss rs poly fem bushings set/2: catalog#161034, lot#267650. Oss strt collared stem 11x 150: catalog#150485, lot#311760r. Oss 9cm prox tib mod cocr: catalog#cp113462, lot#006100. Oss rs 3cm resurfacing lt: catalog#151802, lot#163180. Oss cemented im stem 11mmx90mm: catalog#150360, lot#522010. Oss tibial poly bearing 16mm: catalog#150412, lot#859080. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an orthopedic salvage knee procedure. Approximately four (4) years post-implantation, the wings of the yoke component fractured and the patient underwent revision surgery. It was reported that no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual inspection of the returned device exhibits signs of use (scratches) and confirms that the device has fractured. Not all fractured pieces were returned. Fractured analysis of the returned device states optical images of the device fracture surface showed ratchet marks and faint beach marks artifacts in opposite directions that suggests a fatigue mode failure. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.